Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of poor water supply was not confirmed. The foreign material found in the nozzle could not be identified. The following additional findings were also noted: bending angle in up direction does not meet standard value, play of up down knob is out of the standard value due to wear of angle wire, angulation skips during angulation in up down directions, scratch, chip and crack on the bending section cover, water removal ability does not meet the standard value and assorted scratches and scrapes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. The inspection method for the event is described as follows in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.3 inspection of the endoscope and inspection of the combination function with 3.8 related equipment". [Inspection of the endoscope]. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function: 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, evis lucera elite gastrointestinal videoscope has poor water supply. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.